Manufacturer narrative:
Advanced bionics no longer considers this event reportable. The recipient's device will reportedly not be explanted at this time. The recipient continues to use the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly electing revision surgery despite device testing being within normal limits.